Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) showed atrial undersensing with unnecessary atrial pacing observed. There were also non-sustained ventricular tachycardia (nsvt) events indicating rapid ventricular response (rvr) due to the atrial arrhythmia. The average ventricular rate during the atrial tachy response (atr) was between 80 and 100 beats per minute (bpm). It was noted the battery longevity is normal. It was recommended to consider review of atrial sensitivity to ensure appropriate atrial arrhythmia detection. The current sensitivity is programmed to fixed 0.5mv (millivolts). The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) showed atrial undersensing with unnecessary atrial pacing observed. There were also non-sustained ventricular tachycardia (nsvt) events indicating rapid ventricular response (rvr) due to the atrial arrhythmia. The average ventricular rate during the atrial tachy response (atr) was between 80 and 100 beats per minute (bpm). It was noted the battery longevity is normal. It was recommended to consider review of atrial sensitivity to ensure appropriate atrial arrhythmia detection. The current sensitivity is programmed to fixed 0.5mv (millivolts). The device remains in service and no adverse patient effects were reported. Received additional information this pacemaker atrial intrinsic amplitude was out of range and grossly undersensing atrial fibrillation (af) with the sensitivity programmed at fixed 0.5mv. It was also noted there was numerous events including oversensing, inappropriate shock, and pacing inhibition recorded over the past seven years since implant. The physician has been aware of these recorded events and elected to change the sensitivity programming to automatic gain control (agc) 0.15mv. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
F10 patient codes field correction - patient code updated from bradycardia and shock from patient lead(s) to no clinical signs, symptoms or conditions. F10 impact codes field correction - impact code removed absence of treatment. F10 device codes field correction - device code removed oversensing and inappropriate shock. Report number: 2124215-2025-16160.

Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) showed atrial undersensing with unnecessary atrial pacing observed. There were also non-sustained ventricular tachycardia (nsvt) events indicating rapid ventricular response (rvr) due to the atrial arrhythmia. The average ventricular rate during the atrial tachy response (atr) was between 80 and 100 beats per minute (bpm). It was noted the battery longevity is normal. It was recommended to consider review of atrial sensitivity to ensure appropriate atrial arrhythmia detection. The current sensitivity is programmed to fixed 0.5mv (millivolts). The device remains in service and no adverse patient effects were reported. Received additional information this pacemaker atrial intrinsic amplitude was out of range and grossly undersensing atrial fibrillation (af) with the sensitivity programmed at fixed 0.5mv. It was noted the physician was aware of numerous latitude notes since implant and elected to change the sensitivity programming to automatic gain control (agc) 0.15mv. The device remains in service. No adverse patient effects were reported.